Event description:
Patient had dual lumen bronchocatheter inserted preoperatively for thoracoscopy surgery. After surgery, the sun medical endotracheal tube introducer was inserted into the bronchocath to hold the airway pathway so that the bronchocath could be removed and then a single lumen endotracheal tube could be inserted over this introducer directly into the pathway. When the introducer was inserted into the dual lumen bronchocath, a tip broke off - about 3/4 inch in length - and lodged in the trachea. After securing the airway with a single lumen endotracheal tube, which took about 45 minutes -it didn't go well as planned -, the anesthesiologist and thoracic surgeon then spent another hour or so trying to retrieve this tip. It was successfully removed when the endoscopy nurses joined us in the or suite with their equipment. The patient experienced much trauma and bleeding throughout this event. Postoperatively, she was fine. After this event, the anesthesiologist took this introducer and bent it - it bent fine without breaking through the length of it, except that the tip on the other end broke off. This item is also used in our sister hospital - the tips broke off there as well. We completed an incident report about this issue within the hospital. I also contacted the company and lodged a formal complaint about their product. It is a problem with their product -cat #s 9-0212-70, 9-0212-72-. Route: endotracheal. Dates of use: 2009. Diagnosis or reason for use: to exchange endotracheal tubes.